Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99% stenosis degree) in a moderately tortuous part of the mid rca. The device was advanced into the lesion but was unable to pass through because it got caught on the edge of a previously placed stent.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Previously implanted stent).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99% stenosis degree) in a moderately tortuous part of the mid rca. The device was advanced into the lesion but was unable to pass through because it got caught on the edge of a previously placed stent.